Event description:
It was reported that the customer's insulin pump had an error alarm. It was stated that the customer has discontinued use of the insulin pump, and went back on manual injections. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during basic occlusion test as a result of a loose drive support disk. Further testing could not be performed due to the motor error alarm.